Manufacturer narrative:
During the onsite investigation, the service tech replaced the monitor. Root cause was determined to be a faulty monitor. (B)(4).

Event description:
Customer reports the monitor has no image. No pt harm was reported and no additional info was provided.